Manufacturer narrative:
(B)(4).

Event description:
It was reported that possible myopotential oversensing was observed. Programming changes were recommended. The patient will continue to be monitored with routine follow-up.